Manufacturer narrative:
Product event summary: analysis revealed a loose analyzer bay connector, the analyzer bay and connector were replaced. Product ID 2090w programmer.

Event description:
It was reported that the software analyzer which was returned along with the programmer subsequently tested out of specification during manufacturer's analysis.